Event description:
It was reported that the during the technical visit cardiosave intra-aortic balloon pump (iabp) did not pass battery test and the safety disc was expired. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The complaint record is cancelled as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
N/a